Event description:
The customer was hospitalized for low blood glucose levels that went high. The customer stated that while she was priming, insulin was shooting out of the insulin pump. No troubleshooting was performed and no further information was provided.

Manufacturer narrative:
The analysis was not completed as of the date of this report.